Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed that the monopolar cautery plug was missing from the back end, and the nut that retains the plug was loose inside of the chassis causing the plug to become unscrewed. Engineering also observed a section on the distal end of the instrument main tube with material removed all around the tube. The damaged area is gray in color and has a rough surface finish. Damage may be caused by a defective cannula. No other damage found.

Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.